Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. Also, moisture damage was found on the battery tube, vibrator, and motor assembly.

Event description:
It was reported that the insulin pump was left in a cooler under the sun while the customer went for swimming lessons. Later, the device was found submerged in the water and had a blank display. No further info was provided.